Manufacturer narrative:
(B)(4).

Event description:
Received a voluntary event report from the FDA- # mw5069251. The patient reported to have had visian icl surgery on the right eye on (B)(6) 2017. The patient reported to have flashes and bad shadow on the vision field post -op #3. Retina exams were normal. Doctor could not explain cause of event. Rx meds: ofloxacin eye drops, prednisolone eye drops, ketorolac eye drops.

Manufacturer narrative:
This complaint falls under the category of "product problem" and not " adverse event" as determined from the medical review performed.(B)(4).